Event description:
It was reported that, during set up for a tka, the inner tray of a legion con art ins 9mm sz 5-6 was slightly opened, so its sterility was not reliable. The product was not removed from the plastic or onto the surgical instrumentation table, it's not contaminated, it just lost its sterility. The procedure was performed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: results of investigation: the packaging was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Per packaging documentation, no deviations regarding the quality of the packaging were found. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Should the packaging or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.